Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and visual confirmation of the stretched guide wire tip was observed. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported failure modes for this lot. A review of the complaint handling database was performed and identified two additional events for stretched guide wire tips. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the damaged tip is most likely related to handling during the procedure. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the physician shaped the tip of the ht command 18 guide wire while the guide wire was in the hoop. After the tip was shaped, the nurse removed the guide wire from the hoop and used a saline-soaked gauze to activate the hydrophilic coating but the tip coils appeared to unwind. There was no patient involvement with this guide wire. Another ht command 18 guide wire was used to complete the procedure. No additional information was provided. Device analysis of the returned device identified a distal end core separation.